Event description:
A report was received that the patient was having difficulty charging ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having difficulty charging ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that explant procedure was done wherein the ipg was replaced with a new one. The patient was doing fine after the procedure. Device evaluation indicated that the ipg passed visual, operational environment, and performance tests performed. The complaint of error code 000800008000 (ti rc, or 0010001000 on hitachi rc) was confirmed. This error code indicates a "flash application code segment's crc error" and "power on reset" (power on reset is a soft error). The code was cleared with scs diagnostic tool and the ipg passed all cis testing.